Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced peritonitis and later passed away from sepsis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis was manifested by diarrhea and abdominal pain. The patient was hospitalized for the peritonitis but treatment information was unknown. A few days after being hospitalized, the patient passed away due to sepsis secondary to peritonitis. It was unknown if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g11023 and h13h13084 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).